Manufacturer narrative:
An event of advancement difficulty through patient anatomy, positioning problem, retraction problem and material deformation was reported. The flexnav delivery system, was returned to abbott for investigation. The distal and proximal end of the inner shaft was observed to have kink damage, consistent with use-related stress. The proximal end of the valve capsule showed accordioning-like damage, consistent with use-related stress. The locking button, sliding mechanism, deployment/re-sheath wheel, micro adjustment wheel, and 80% lever were all functional. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the root cause of the reported retraction problem could not be conclusively determined. The cause of the reported advancement difficulty and positioning problem could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed.

Event description:
It was reported on 04 august 2025 a 35mm navitor vision valve was selected for implant using a large flexnav delivery system. The devices were prepared per instructions for use (IFU). During the procedure there was difficulty introducing the delivery system inside the femoral. Force was required to push the catheter and there was friction at the common right iliac level. The aortic root and annulus were crossed with some difficulties. The valve was partially deployed; however, the valve showed some movement. The decision was made to re-sheath the valve. It was observed that the valve could not be fully re-sheathed. The re-sheath wheel reached the end of travel. The delivery system was pulled int the descending aorta in order to use the micro-adjustment wheel to attempt close the gap. The valve capsule appeared deformed on the proximal part. The valve and delivery system were removed from the patient and replaced with a new 35mm navitor vision valve and large flexnav delivery system. The patient remained hemodynamically stable throughout the procedure. There were no adverse effects to the patient. The patient status was stable.

Event description:
It was reported on 04 august 2025 a 35mm navitor vision valve was selected for implant using a large flexnav delivery system. The devices were prepared per instructions for use (IFU). During the procedure there was difficulty introducing the delivery system inside the femoral. Force was required to push the catheter and there was friction at the common right iliac level. The aortic root and annulus were crossed with some difficulties. The valve was partially deployed; however, the valve showed some movement. The decision was made to re-sheath the valve. It was observed that the valve could not be fully re-sheathed. The re-sheath wheel reached the end of travel. The delivery system was pulled in the descending aorta in order to use the micro-adjustment wheel to attempt close the gap. The valve capsule appeared deformed on the proximal part. The valve and delivery system were removed from the patient and replaced with a new 35mm navitor vision valve and large flexnav delivery system. The patient remained hemodynamically stable throughout the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.